Event description:
It was reported in the abstract for article entitled "effects of vagus nerve stimulation on electrocorticography" by kenichi usami, et. Al. That the pt experienced some reduction of seizure frequency and severity after one yr with vns. However, the pt also began experiencing "drop attacks" which had not been seen before. The pt subsequently underwent a total callosotomy.